Event description:
Per the clinic, the patient experienced recurrent air collection under the skin (aerocele) at the implant site, reportedly caused by forceful nose blowing following surgery, leading to air being trapped under the skin flap and resulting in pain and swelling at the implant site. Subsequently, a revision surgery was performed under general anaesthesia on (B)(6) 2026, to revise the skin flap and prevent further air accumulation.